Event description:
This female pt with subarachnoid bleeding in the morning was undergoing coil embolization within the cerebral artery aneurysm. Two coils were placed within the aneurysm without difficulty. No resistance was felt during attempt to advance the 3rd coil into the microcatheter. While repositioning the coil and attempts to withdraw it into the microcatheter, the coil stretched, separated at the level of the gripper and remained in the carotid artery. It was reported the microcatheter was not reshaped and the microcatheter was not repositioned over the coil prior to the event. The physician attempted to retrieve the coil using a snare, but it was unsuccessful. The pt experienced thrombus and had an cerebral infarct. The pt was treated with 900mg aspegic 3 x 2mg and reopro intra arterial following IV on reopro for 12 hours.